Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire detached and remained in the patient's skin. The sensor wire was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.